Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, software version: 2.1.0 work order completed: a manufacturer representative went to the site to test the navigation system. It was reported that the geometry error seemed to fluctuate a lot and displayed a higher number then normal while doing system checkout. No hardware parts were replaced, but the system was not performing as intended. Codes b01, c19 and d15 are applicable to this evaluation. A05: applicable to the inaccuracy, and the fluctuations in geometry error observed even when the system was stationary a0908: applicable to the damaged breakout box (bob) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system exhibited inaccuracy when tracking the nipt, with fluctuations in geometry error observed even when the system was stationary. It was noted that no metal was present in the field during these observations. Technical services suspected the issue was related to a potentially damaged bob (breakout box) from a prior case, though the site declined replacement of the part. There was no patient involved.

Manufacturer narrative:
H2, h3) a software investigation analysis was completed to determine the probable cause of the issue. Analysis found that there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.